Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2025-32807 for the first polarxfit, and 2124215-2025-32856 for the second polarxfit. It was reported that the console continually displayed a blood detection error. Subsequently the procedure was cancelled. During an ablation procedure, a polarx fit balloon catheter was selected. After successful treatment of the left pulmonary veins, the catheter was moved to the right side. When attempting to occlude the right superior pulmonary vein (rspv), a blood detection error displayed. The catheter was withdrawn, and blood was observed inside the catheter. After some time with the catheter retracted, it was noted that large volumes of blood were passing through the cryo cable into the console. The cryo gas cable was disconnect and both the catheter and cryo cable were replaced. The gas cable port of the console was cleaned to remove the blood prior to reconnection. Upon reconnection and initiation of vacuum, the console again displayed a blood detection error. The cryo gas cable was replaced again, but the issue persisted. The remainder of the procedure was cancelled. The patient was under sedation with propofol. The rspv ablation was not performed; there were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the outer balloon was inspected to determine the cause of the blood in the balloon region. A hole in the balloon was found near in the distal region of the balloon. The hole appears to be a tear. The outer balloon was removed, and the inner balloon was inspected. A similar type of tear was observed on the inner balloon directly under where the outer tear was located. It is likely these tears occurred at the same time. The nature of the holes is consistent with having something dig into the balloon. It is likely that a polarsheath was used during the procedure and may have dug into the balloons, causing this damage. With all the available information, the complaint was confirmed, however, the root cause was unable to be determined.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2025-32807 for the first polarxfit, and 2124215-2025-32856 for the second polarxfit. It was reported that the console continually displayed a blood detection error. Subsequently the procedure was cancelled. During an ablation procedure, a polarx fit balloon catheter was selected. After successful treatment of the left pulmonary veins, the catheter was moved to the right side. When attempting to occlude the right superior pulmonary vein (rspv), a blood detection error displayed. The catheter was withdrawn, and blood was observed inside the catheter. After some time with the catheter retracted, it was noted that large volumes of blood were passing through the cryo cable into the console. The cryo gas cable was disconnect and both the catheter and cryo cable were replaced. The gas cable port of the console was cleaned to remove the blood prior to reconnection. Upon reconnection and initiation of vacuum, the console again displayed a blood detection error. The cryo gas cable was replaced again, but the issue persisted. The remainder of the procedure was cancelled. The patient was under sedation with propofol. The rspv ablation was not performed; there were no patient complications. The device is expected to be returned for analysis.